Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Left messages, send email and product letter to the customer.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with the result of 586mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and disoriented. Medical attention is reported as a result of the actual blood glucose results and reported symptoms the product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 586 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is undisclosed the meter memory was not reviewed for previous test result history. Customer had signs and symptoms of hyperglycemia. Customer felt sick hyperglycemia- shaking and disoriented. The paramedics were called and was transporting customer to (B)(6) hospital. Customer did not have all the blood results.